Event description:
It was reported that during a remote follow up, the device was found to be at 25% battery. The physician suspected premature battery depletion. Abbott technical services was contacted, session records were reviewed, and the expected longevity was determined to be 1.6 years. Elective replacement indicator (eri) alert has not yet been reached and no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.